Event description:
(B)(4). Same patient as as MFR ID#: 2134265-2011-05502, 2134265-2011-05501, 2134265-2011-05639. It was reported that post a stenting treatment procedure, restenosis occurred. On an unknown date, the patient had a 3.0x8mm taxus express2 stent implanted in the proximal left circumflex coronary artery (lcx) and a 2.75x12mm taxus express2 in the ostium of the first diagonal. (B)(6) 2010, due to unstable angina (braunwald classification iiib) and non-st elevation myocardial infarction, the patient underwent cardiac catheterization which revealed in-stent restenosis in the proximal lcx. The lesion was 85% stenosed and 6mm long with a reference vessel diameter of 3.5mm. This was treated with predilation and deployment of a 3.5x8mm taxus liberte stent and post dilation resulting in 0% residual stenosis. During the same procedure, the left anterior descending (lad) was treated. A non-bsc guide wire was used. It was noted that there was "pinching" at the 20% ostial lad lesion causing it to become 75% occluded. This was treated with individual and simultaneous balloon dilations with an excellent final result.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).